Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and suture was used. During the procedure, the suture was detached from the needle easily during wound closure by interrupted suturing. There were no adverse consequences to the patient. No additional information was provided.